Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2014: therapy established. Continuous biclar treatment needed due to chronic infection of the prosthesis. On (B)(6) 2016: new punction. On (B)(6) 2016: hospitalization due to worse conditions of patient in left hip region.